Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was receiving an unknown drug via an implantable infusion pump for non-malignant pain. It was reported that a motor stall was seen at the initial interrogation of the pump. The patient had a magnetic resonance imaging (MRI) scan on (B)(6) 2017 and did not have the status of the pump checked shortly after the MRI. The pump status was checked on (B)(6) 2017 and the pump showed a motor stall on (B)(6) 2017 and a tube set on (B)(6) 2017. It was reported a motor stall recovery occurred at the time of the interrogation on (B)(6) 2017. No symptoms were reported. No further complications were anticipated/reported.